Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was making loud grinding nose during motor rewind and unable to prime due to faulty motor. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to prime/fill anomaly.

Event description:
Customer reported that she had high blood glucose; stated that her insulin pump drive support cap is loose and unit alarmed no delivery. Nothing further was reported.